Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. There was no reported impact to the customer's blood glucose level. Pump data showed that there was no interaction with the pump for 12 hours leading up to the alarm. Tandem clinical diabetes specialist reviewed the auto-off safety feature with the customer, and the customer chose to disable the safety feature. No additional information was provided.